Event description:
It was reported that one day post implant, the right ventricular lead exhibited intermittent capture and as a result, the patient experienced diaphragmatic stimulation. On 11/18/2013 the lead was repositioned successfully. The patients medical condition was good after the procedure.